Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 28-sep-2021, the patient's mother reported that her son was getting insulin flow block alarm during bolus, and he got it with previous infusion set as well. Therefore, his blood glucose level was 30 mmol/l at the time of the event. Recently, she changed everything (2 minutes ago) and was still getting insulin flow block alarm. Moreover, the site location was patient's buttock. Reportedly, the patient's infusion set cannula was bent. Currently, his blood glucose level was 12.8 mmol/l. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.